Manufacturer narrative:
Reporter is a synthes employee. Part: 319.006. Synthes lot: 7107811. Release to warehouse date: december 07, 2012. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the depth gauge f/scr ø2+2.4 meas-range up-t was received at us customer quality (cq). Visual inspection of the complaint device showed the protection sleeve component was missing and the probe shaft was bent. Dimensional inspection: measured dimensions: shaft od = conforming. Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the protection sleeve component was missing and the probe shaft was bent. No definitive root cause could be determined based on the provided information. The missing component was likely misplaced during cleaning/sterilization. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine incoming inspection of the loaner set on an unknown date, it was observed that the depth gauge was missing a piece. There was no patient or hospital involvement. Upon manufacturer investigation, it was determined that the device was bent. This report is for a depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).